Event description:
Related manufacturer number: 2017865-2022-02573. It was reported that the patient's right atrial and right ventricular lead became infected during an unrelated cardiac procedure. The leads were removed and replaced. The patient was stable.

Manufacturer narrative:
Correction: b5 should mention the entire pacemaker system and include additional related manufacturer reference number.

Event description:
Related manufacturer number: 2017865-2022-02573, related manufacturer number: 2017865-2022-02588. It was reported that the patient's pacemaker system became infected during an unrelated cardiac procedure. The system was removed and replaced. The patient was stable.